Manufacturer narrative:
Further information was requested but not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor incorrectly interpreted premature atrial contractions as an atrial fibrillation episode. No device intervention was performed. The patient's condition was unknown.